Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) reviewed per request. Ts advised right ventricular shock impedances have gradually increased over the last year. Ts suspected increase in shock impedances was result of calcification. This rv lead remains in service. No adverse patient effects were reported.